Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, two lenses cracked upon insertion. The surgeon was able to remove both lenses without incident. A 3rd lens was used to complete the procedure. In the surgeon's opinion the device did not cause or contribute to a serious patient injury. There are three medical device reports associated with this surgery. This event was for one of the two cracked lenses.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complainant states the use of cartridge which is not qualified to be used with the associated iol model. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow the directions for use, as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).